Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that on (B)(6) 2024, the PICC catheter was placed, and on (B)(6), the tube was blocked, urokinase 5000u/ml was given, and the tee was connected for thrombolysis, and on (B)(6), it was found that there was a leak at 1cm away from the puncture point. The catheter was removed immediately after the leakage was discovered and the extubation process was smooth and the catheter was intact. No other information was provided.